Event description:
Patient had open reduction and internal fixation of right hip on (B)(6) 1998. Patient seen in (B)(6) 1998 still complaining of continued healing problems. Increasing pain and swelling in (B)(6) 1998 - resulted in x-ray which revealed new fracture of the bone and intramedullary nail.